Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the common bile duct, performed on (B)(6)2023. During the procedure, when the stent was advanced for deployment, it was noticed that the stent buckled. Another polaris ultra ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was buckled/accordion. The suture and the positioner were not returned. During the functional test, a mandrel of 0.039" was used and passed through the stent successfully without resistance. No other problems with the device were noted. No other problems with the device were noted. Based on the product analysis performed, the problem could possibly be caused by operational factors, interaction of the device between the positioner and the guide wire, while the device was used, such as excess of force applied over the device during the procedure. These conditions could have contributed to the failure. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the common bile duct, performed on (B)(6) 2023. During the procedure, when the stent was advanced for deployment, it was noticed that the stent buckled. Another polaris ultra ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.